Event description:
Info received indicates, the brake locks are not holding.

Manufacturer narrative:
The technician found the brake locks were worn. He replaced the four brake locks to repair the bed.